Event description:
When dr was trying to pull out the vaginal manipulator, parts at the end of the device were left inside the patient's vagina. Dr was able to remove all parts of the manipulator without any problem.no ill effects to patient.==================== health professional's impression======================device came apart in vagina per md.